Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message ¿run away¿ occurred on the rotaflow console (rfc) during patient treatment. The pump then stopped working. Blood flow to the patient was interrupted for 30 seconds. The customer switched the rotaflow console off and on again after the error message and the rfc resumed working as intended. The rotaflow was being used in conjunction with an hl at the time of the event. The reported pump stop had no impact on the patient. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the error message ¿run away¿ occurred on the rotaflow console (rfc) during patient treatment. The pump then stopped working. The customer switched the rotaflow console off and on again after the error message and the rfc resumed working as intended. The rotaflow was being used in conjunction with a getinge hl-machine at the time of the event. The reported pump stop had no impact on the patient. No harm to any person has been reported. A getinge service technician sent the rotaflow console s/n (serial number) (B)(6) and drive s/n (B)(6) back to the manufacturer for investigation. During the investigation by the getinge service department the reported "runaway error" could not be reproduced. No parts have been replaced. On 2023-10-13 the customer decided not to receive the rotaflow console and drive back due to their age, and asked for both to be scrapped. Based on these investigation results the reported failure "runaway error" could not be confirmed. However, the failure mode "run away error" can be linked to the following most possible root causes according to our risk management file (dms# 2023689, v07): - pump stop intervention after technical error (e.g. Pump runaway, error head); - wrong intervention limits; - unintended rpm change by user; - unintended switch off by user; - application of contrast agents; - defect of transformer; - defect of internal power supply (dc/dc). Rotaflow console: a review of non-conformities was performed on 2023-07-14, and during the time from 2008-04-30 to 2023-07-14 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2008-04-30. Rotaflow drive: a review of non-conformities was performed on 2023-10-17, and during the time from 2020-12-07 to 2023-10-17 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced on 2020-12-07. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).